Event description:
A durable medical equipment (dme) supplier reported a continuous positive airway pressure (CPAP) device was "smoking" while in use. There was no patient harm or injury reported. Upon receipt of the device, a void was noted in the enclosure. The device was heavily contaminated with live insects. Based on the location of the void, the reported thermal event is most likely due to the insects/organic material coming in contact with the device printed circuit board. The manufacturer concludes the thermal event occurred due to the environment in which the device was used, and is not a failure in the design or function of the device. No further action is necessary.